Event description:
It was reported by service report that the brakes could not be engaged because the brake pedal became disconnected from the unit. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Slotted spring pin.